Event description:
It was reported that during the maintenance checkup, the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported.

Manufacturer narrative:
UDI is unknown. Investigation including root cause analysis is in progress. No product was returned for investigation. A DHR (device history review) review was not necessary for this complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.